Event description:
It was reported that the patient was re-implanted on (B)(6), 2012. The explanted device was received at med-el headquarters on (B)(6), 2012. No information was received regarding the reason leading to re-implantation.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.